Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved?

Event description:
It was reported that during an open sigmoidectomy, the firing knob was broken off after the third firing. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.